Event description:
The reporter has two problems to report. They have one sealed cellophane outerwrap with no product in it. And they have one filled syringe in a sealed outerwrap that is uncapped - it is missing the tip. Both samples are available.